Manufacturer narrative:
Please disregard the previously reported medwatch for this complaint as the same reported issue, with the same date of occurrence, and the same product information was found to already have been reported on (B)(4) / MFR#1828100-2026-00016. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d4 and h4.

Event description:
It was reported that the power button on the roller pump local display was not working. The roller pump power worked but only when controlled by the central control monitor (ccm). There were no reported consequences to the patient. No other details regarding the nature of this event were provided.